Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (pulse current and voltage faults) was confirmed. Upon evaluation, there was oxidation on the tin pins of the j1002 connector on the defib and c/a boards. The root cause of the pulse voltage faults is the oxidation. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was causing pulse current and voltage faults.